Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Phone number(B)(6).

Event description:
The customer reported a speaker malfunction error. No patient involvement.